Event description:
Gastrectomy. Reportedly, the surgeon fired the instrument across the stomach and used the edge of the instrument as a guide when transecting. When the surgeon took the instrument off the tissue, it was apparent that the instrument had fired but there were not any staples. The yellow pusher bars were apprarent (indicating a fired instrument). The surgeon could not gain purchase on any tissue and had to sew the tissue adding time to the procedure. Unspecified amount of bleeding. Current status of patient unknown.